Manufacturer narrative:
Printed circuit board (pcb).

Event description:
The customer reported the ventilator volume increased and fio2 decreased with a low o2 alarm during operation. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician reported the exhaled volume on the patient data screen was higher than the set volume and the fio2 displayed from 60% to 40% with the low o2 alarm sounding, then both displayed volume and fio2 returned to set parameters. The service technician replaced the sensor pcb and analog pcb boards to address the findings. Extended self testing and applicable final testing was completed and tests passed to operating specifications.